Event description:
Customer's mother reported that they are having issues with the no delivery alarm. The no delivery alarm takes place during the prime process. Customer's mother states that the insulin is running out before the set change. The blood glucose reading is 262 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.